Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to plug the wall adapter into a known working outlet and wait for at least 30 minutes for the pump to begin charging, which resolved the issue.